Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. If the device is returned a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date and involved a tego® connector where it was reported the new model of tego plugs have repeatedly detached itself. There was patient involvement but unknown patient harm.